Event description:
Hamilton medical ag received the following incident description: although 'oxygen supply failed' message and alarm lamp disappeared, alarm still went off.

Manufacturer narrative:
Investigation is ongoing. ------------------------------------------ hamilton medical ag complaint number: cer 143701 follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015 updated fields: b4, d1, g3, g6, h2,

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: although 'oxygen supply failed' message and alarm lamp disappeared, alarm still went off.